Manufacturer narrative:
Actual event date is unknown. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the fiber tip exhibits no signs of usage. The fiber is broken within the outer flow tubing 3.0 cm. From the control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and no melting at break location. The fiber was tested with hene laser fixture, aim beam is present at break location. There are no signs of detachment along the length of the fiber. The outer flow tubing open end exhibits minor scratch marks. Based on the review of the reported information and observed finding, an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
Analysis of the device found that the fiber broke. There were no clinical consequences to the patient.